Event description:
During a diagnostic procedure the guidewire coating appeared to be shredding. The physician was using a 5fr sheath and had advanced the guidwire. It was then noted that the coating of the guidewire appeared to be coming off. The guidewire was pulled back into the guide catheter and both were removed without incident. No patient injury or complications were reported.